Event description:
As reported by the edwards field clinical specialist, the patient expired three days post transcatheter aortic valve replacement (tavr). Per report, the tavr procedure went well and the patient was a good candidate for the procedure. There were no access issues, and the sapien valve was placed perfectly with only trivial paravalvular leak (pvl) post procedure. Following the procedure, the patient went back to his room and was doing well, sitting up, and talking. Later that evening the patient decompensated. The patient was given pressors and CPR may have been administered. The patient was resuscitated and was "fine" for the next two days. Serial echocardiograms were performed over the next few days, and the sapien valve was functioning fine, was well seated, and coapting well. There was no aortic hematoma or rupture noted. The left ventricle (lv) and right ventricle (rv) were ok. The patient had hepato-biliary failure and possibly renal failure. Per report, the physician did not think the death had anything to do with the sapien valve. Additional investigation revealed the following: the edwards field clinical specialist was able to confirm with the physicians that the sapien valve was properly placed and functional. Per report, the autopsy report had not been finalized, but it was reported to state that tricuspid regurgitation, hypertrophied right ventricle, and liver issues were to blame for the patient's death. However, at that time an official copy of the autopsy report was not available for review. On (B)(6), 2012 a copy of the autopsy report was obtained. Per the autopsy report, the sapien valve was appropriately placed and intact. No evidence of hemorrhage, leakage, or exudate was identified. Per the medical examiner's opinion, the patient died as a result of a cardiac arrhythmia secondary to multiple cardiac conditions, including but not limited to cardiomegaly, left ventricular hypertrophy, right ventricular dilation, and a calcified mitral valve annulus.

Manufacturer narrative:
The valve is not available as it was not explanted after the autopsy. Per the instructions for use, arrhythmias/conduction system injuries (defects) are potential adverse events associated with the tavr procedure. However, there are multiple potential etiologies for cardiac arrhythmias in a patient with a complex medical history. In this case, per the autopsy report, it was the medical examiner's opinion that cardiac arrhythmia led to the patient's expiration, and was secondary to multiple cardiac conditions, including but not limited to cardiomegaly, left ventricular hypertrophy, right ventricular dilation, and a calcified mitral valve annulus. There is no evidence that the sapien valve directly contributed to the patient's expiration; however, it is possible that the tavr procedure in combination with the patient's multiple comorbidities contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.